Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 21.2 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted and jura system pancreatectomy surgical procedure. Three days later, a postoperative hematoma developed behind the patient's stomach. A laparoscopic evacuation of the hematoma with placement of a drain was performed the next day. Four days later, the drain was removed and the event was considered resolved. During the index procedure, bleeding from the splenic parenchyma required vessel sealing, and the tissue was noted to be extremely prone to bleeding. The study investigator reported this was an expected complication following the operation as the patient has a neuroendocrine tumor of the pancreas. Discharge occurred on 15 days post-op. There were no da vinci device or jura system malfunctions during the procedure. The study investigator reported the event as moderate severity, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiib, possibly related to the da vinci system, possibly related to the patient's underlying disease status, but no related to the study procedure, and not related to the jura system.